Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was user identifier synchronization issue. A technical support specialist (tss) identified that the user identification (ID) was not synchronized on the server. The user was advised to contact hospital information technology (it) or the pyxis administrator to synchronize the ID in active directory. Further tss didn't receive any response from the customer and proceeded to close the case. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was able to log in but encountered a blank white screen. The user attempted to log in at another station and experienced the same issue. The issue affected only this user, and it was confirmed that the user already had the appropriate access. However, there were no delays or adverse events or injuries reported based on this event.